Manufacturer narrative:
The returned product was analyzed and the device was put through rpt testing and passed a series of automated tests which verified functionality, sensing and critical therapy availability. Malfunction of device not confirmed, the device passed mechanical and electrical tests and is functioning normally. (B)(4).

Event description:
It was reported that this device was explanted along with the entire device system due to right ventricular (rv) lead perforation. Reasonable evidence suggests the device exhibited a malfunction. This device system was replaced for non-bsc products. No additional adverse patient effects were reported. The product was received for analysis. The returned product was analyzed and the device passed mechanical and electrical tests and is functioning normally. Malfunction of the device was not confirmed.

Manufacturer narrative:
Correction b1 field: adverse event/product problem updated to "adverse event". D2 field: common device name updated to "implantable pacemaker". The returned product was analyzed and the device was put through rpt testing and passed a series of automated tests which verified functionality, sensing and critical therapy availability. Malfunction of device not confirmed, the device passed mechanical and electrical tests and is functioning normally. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this device was explanted along with the entire device system due to right ventricular (rv) lead perforation. Reasonable evidence suggests the device exhibited a malfunction. This device system was replaced for non-bsc products. No additional adverse patient effects were reported. The product was received for analysis. The returned product was analyzed and the device passed mechanical and electrical tests and is functioning normally. Malfunction of the device was not confirmed.